Event description:
Per the audiologist, the patient reported pain when using the device and a decrease in performance. The results of integrity test in 2009 indicate normal device function. The results of an x ray indicate device is in proper placement with four intracochlear electrodes. Patient was explanted at about one week later. Reimplantation is planned but had not taken place at the time of this report.